Event description:
It was reported that during a rotational atherectomy procedure, removal difficulties were encountered. The severely calcified lesion was located in a mildy tortuous saphenous vein graft, anastomosis of the native vessel. The physician began ablation with a 1.5mm rotablator rotalink burr and then stepped up to a 2.0mm burr. Difficulty advancing the 2.0mm burr in the anastomosis site was encountered. There were steep pitch drips due to the hard calcified lesion, however, they continued to ablate. The burr was removed with some difficulty. There were no patient complications. The procedure was completed with this device and the deployment of unknown stents. Patient status is reported as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)